Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 322 alarm during testing. The cause was identified to be an upper link screw out of adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a system error 322 (link switch error (low)) alarm. No additional information is available.